Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m r8-tt12amis, serial/lot #: (B)(6), UDI#: (B)(4). H3: product analysis((B)(4)): no conclusion can be drawn. Device was returned and the evaluation anticipated but not yet begun. Product analysis((B)(4)): no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the tool was used and the 2 leads were broken in succession; after replacing the telescoping tube with a straight one, it could be used without breakage. There was no patient involved with this event. The procedure was completed with backup product(s). On follow up it was reported for the telescoping tube was bearing defective because it was broken in the same place.

Manufacturer narrative:
H3: product analysis: evaluation determine that the tool broken. The likely cause of failure could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On follow up, it was reported for the telescoping tube was bearing defective because it was broken in the same place.

Manufacturer narrative:
H3: product analysis (B)(4)): evaluation could not reproduce the reported malfunction of bearing defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.